Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(6). The voluntary user medwatch number is mw5066800.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced unspecified complications with the mesh implanted. The mesh was "explanted" on (B)(6) 2016, and the problem stopped after the patient was no longer "using" the product. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.